Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to between 124 and 128 mg/dl. The cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour. As treatment, the pod was removed.

Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data revealed that the pod completed only first priming and it was in pod state 14. This indicated that the user did not initiate needle deployment and did not complete second priming within the specified time period after filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.